Manufacturer narrative:
Evaluation: visual inspection of the returned product shows a tear in the optic and one haptic has a piece torn off and missing, there is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the foam tip plunger, cartridge and injector were not returned for evaluated.

Event description:
The reporter stated that, the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6 mm in the injector and the lens tore, no patient contact or injury. The surgeon opted to not use this lens and put in another icl 12.6mm.